Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion, and the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.